Event description:
Additional information reported that the patient had complex regional pain syndrome and cannot go 15 minutes without the ins therapy or their pain will return. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that the amplitude on the adaptive stimulation (as) implantable neurostimulator (ins) did not change with position and was changing unexpectedly. The issue appeared related to positional movement. The patient stated that they were lying in bed and the "laying" position was functioning but when they sat up it felt like the stimulation turned off. The patient checked the ins with the programmer and it showed the stimulation was on but at a very low voltage. They then waited about 5 minutes then increased the stimulation themselves. Since then, the patient had issues changing the amplitude in the upright position. The patient indicated that they would stand, change (decrease) the upright amplitude, and then remain standing for 3-10 minutes. There were no apparent issues when the patient lies down but when they sit then stand again the patient returned to the original upright settings prior to making a programming change. The patient was aware of the lag time between position changes and it was noted they stayed on the same group. It was noted that the patient had just recharged the night before the issue started. It was verified that the stimulation was on and that the group with the as was turned on. The correct position was shown on the programmer but not the correct amplitude. It was further confirmed that the amplitude in the upright position returned to the original settings before the change the patient attempted to program. There were no falls or trauma reported associated with the issue. Nor were there any recent medical testing or emi exposure encountered by the patient. Additional information received from the patient on (B)(6) 2015 reported that they had not yet contacted their healthcare professional (hcp) for the issue but had met with the manufacturer's representative once before (B)(6) to attempt further troubleshooting. The patient stated that the representative turned off the mobile function but was confused why it still showed "in transition" when the patient was standing. The patient indicated that the device still showed the in transition status when standing and could not make any adjustments. They could make adjustments when sitting. The patient did not have an appointment with their hcp or the representative but planned on scheduling one after (B)(6) 2016. The indications for the implanted device were noted as complex regional pain syndrome type ii and spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.